Event description:
It was reported there was a sensing issue and inappropriate hv therapy was delivered. The lead was capped and replaced. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Incomplete uf reporter number will not go through FDA gateway. Uf reporter number reported as 280003-2013-00014.